Event description:
It was reported that post a colonic stenting procedure, the pt underwent a colon resection. The wallflex enteral colonic 28mmx9mm stent had been placed in an unspecified portion of the colon for treatment of an obstruction secondary to stage IV cancer. Following stent placement, the pt underwent chemotherapy and subsequent f/u revealed no changes in the size of the obstruction. Approx 3 weeks later, the pt presented to the hosp with unspecified symptoms and underwent a surgical procedure to remove the stent "and the obstruction" via a colon resection. The pt rec'd a colostomy to complete the procedure. Upon inspection of the resected colon, the physician noted that the colon "appeared to have some wear from the stent". The pt's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.